Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The implantable pulse generator (ipg) system was returned with no information. A search by serial number revealed the patient to be deceased. The death occurred less than one year after implant. Follow up for information was inconclusive. No specific complaints have been made against the device system. Further information was requested and not yet made available.

Event description:
The implantable pulse generator (ipg) system was returned with no information . A search by serial number revealed the patient to be deceased. The death occured less than one year after implant. Follow up for information was inconclusive. No specific complaints have been made against the device system. Further information was requested and not yet made available.

Manufacturer narrative:
Product event summary #evaluation summary: the device was returned, analyzed, and analysis results revealed no anomalies were found.